Event description:
It was reported that signal loss occurred frequently between (B)(6) 2026 and (B)(6) 2026. Data was provided for investigation. The allegation was confirmed due to the finding of signal loss over one hour rarely within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred rarely between (B)(6) 2026. Performance data was reviewed. Signal loss was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause was determined to be a low transmitter battery that led to a transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).